Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that the error occurred while activation of the subject device. The details of the procedure were unknown. When the doctor cleaned the subject device out of the patient, the probe of the subject device was broken off. The doctor completed the procedure with another device. No patient injury was reported.